Event description:
A customer contacted beckman coulter inc. (Bci) stating the synchron control multi-level bottles had loose caps. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.